Event description:
An alarm issue was reported with the adc device. The customer reported the low alarm did not sound and as a result, the customer experienced a seizure, a loss of consciousness and was unable to self-treat. Customer had contact with a third-party (family) who provided juice and condensed milk as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor was properly seated, and issues were observed on the sensor patch. Data was extracted from the returned sensor using an approved software. Sensor found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly and no issues were observed. The sensor was successfully activated using a known good reader and linearity testing was performed and passed. Low and high glucose alarms were successfully activated therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.